Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. This record is being resubmitted for the following reason: record was originally submitted on september 7, 2022. An issue occurred during processing within the FDA system and we have been advised the by the FDA to resubmit.

Event description:
The event involved a spiros chemo clave in which the customer reported that at approximately 2139, the patient was receiving an infusion of cytarabine and his line became disconnected right before the chemo clave. About 5cc of chemo was on the chair the patient was sitting on; chemo spill kit was used and it was maintained so a small area. The patient's clothes were immediately removed and washed. The patient was reported to be stable before, during, and after the reported issue and that therapy was only interrupted for a short time. There was patient involvement, but no harm was reported as a consequence of this event. This incident refers to complaint two of three.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review was unable to be conducted as the lot number was not provided.